Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set has been breaking. This was noted during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) . Lot number - the reporter stated that the reported device had one of three lot numbers: ur15f23093, ur15f14050, or ur15e30017. A companion sample was received for each of the three potentially associated lot numbers. Visual inspection of the three companion samples did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing, clear passage testing, and underwater pressure testing were performed on each of the three companion samples, and the devices were all found to operate per specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot ur15f14050 was manufactured on 06-15-2015. The lot ur15f23093 was manufactured on 06-25-2015. The lot ur15e30017 was manufactured on 05-30-2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection showed no defects. The reported condition was not verified. A batch reviews were conducted for the reported lots and there were no deviations found related to this reported condition during the manufacture of the lots. Should additional relevant information become available, a supplemental report will be submitted.